Event description:
It was reported that a patient experienced an issue with a cassette that occurred on the homechoice device during use, the patient was not connected. The patient stated they found a crack in the patient line during prime because it would leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.